Event description:
It was reported that during a hand assisted colectomy procedure, disc broke in the middle of the case as surgeon attempted to tighten around their wrist. No pt consequence. One device returning.